Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation and is unable to communicate with her ipg. The patient has two scs systems implanted and is experiencing a similar issue with both. See MFR report #1627487-2014-01110, surgical intervention may be pending to address this issue.